Manufacturer narrative:
H2-3) the software investigation concluded that software appeared to be working as designed. The case was reviewed and it was observed that the microscope was inaccurate. Also observed from the description that the microscope calibration was reperformed due to inaccuracy emerged on microscope registration and this solved the problem. Codes: b01, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the microscope was inaccurate, navigation accuracy was as expected. The microscope calibration was reperformed due to inaccuracy emerged on microscope registration. Calibration was performed with the navigation system. Microscope navigation accuracy was checked by doing optical registration. System delivered in operable state.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 h3) clarification on the system checkout was received. The microscope calibration was reperformed due to inaccuracy emerged on microscope registration. Microscope navigation accuracy was checked by doing optical registration. System delivered in operable state. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. Due to deviations in the microscope registration accuracy, the microscope calibration was repeated. The calibration of the microscope and the navigation system was renewed. Optical registration was performed to check the accuracy of the microscope navigation. The systems were delivered in working condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a deviation in the microscope with registration accuracy. There was no patient involvement.